Event description:
It was reported that at the user facility the device's power cord was sparking. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.